Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedances greater than 2000 ohms, high pacing thresholds, loss of capture (loc) and no sensing. Fracture was initially suspected but later ruled out during the revision procedure as there were no signs of fracture observed under fluoroscopy. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.